Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was "glitching: and missing pixels after the customer jumped into water while wearing the pump. There was no adverse impact to the customer¿s blood glucose level. Subsequentially, the touchscreen went blank and became unresponsive. The customer reverted to an alternate method in insulin therapy.